Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm amplatzer pfo occluder was selected for an implant on (B)(6) 2022. During the procedure the device did not correctly deploy; it remained opened like a balloon. The device was removed from the patient and visually inspected. During inspection, it was observed that the right disc remained opened and handling was required to correct the deformation. Further inspection revealed that at the arm linking the 2 discs, the nitinol thread appeared to be not correctly knitted. A new 35mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Event description:
N/a